Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head will not interrogate and uplink functional tests are out of specification; rf head cable found out of electrical specification. Concomitant product: analyzer 229047 . (B)(4).

Event description:
It was reported a separate rf (radio frequency) head is defective; unable to interrogate. The rf head was returned for repair. No patient involvement or complications were reported.